Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from top of the second arm of the port . The leaks were identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between august 08, 2018 - august 09, 2018. Seven devices were received for evaluation (five used and two unused companions). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing all seven samples were found to be leaking at the spike port cap from the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, supplemental report will be submitted.